Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending metal on metal hip product liability: litigation alleges injury, pain, discomfort, tenderness, stiffness, decreased range of motion, difficulty rotating the hip joint, difficulty bearing weight, and difficulty ambulating, loss of mobility, mental anguish, disfigurement, and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob, age), a3, b5, b7, d1, d2a, d2b, d4 (lot, expiration date, UDI ), d6a implantation (year, day, month), d6b explantation (year, day, month), g4 PMA/510 (k), h4, h6 health effect (impact code, component code), medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Update ad 29 jan 2024 medical records received. After review patient was revised due to failed metal on metal total left arthroplasty with recurrent dislocation and elevated serum cobalt and chromium. Patient also had pseudotumor with deficient abductors which was excised. Femoral head was removed. Femur was dissected in preparation for extended trochanteric osteotomy. Bur and flexible osteotomies were used to break up the bone-implant interface. The femoral stem was eventually removed. Prior scar tissue was excised. An acetabular explant system was used to remove the cup with minimal bone loss.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Monitor ¿ hip implant ¿ mom bearing couple. No device associated with this report was received for examination. The alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.